Event description:
It was reported that during an interventional procedure of a severe left renal artery stenosis, the stent was placed appropriately with a good result. While attempting to withdraw the 0.014 balance middleweight (bmw) guide wire it appeared to be kinked or crimped and caught on the stent strut; the guide wire could not come out without moving the stent. Subsequently, a balloon catheter was advanced through the stent and over the guide wire while attempting to advance the guide wire distally, but could not free the guide wire. Several attempts to advance the guide wire using the balloon failed when the balloon caught on the edge of the stent and crushed the stent. An angiogram was performed and there was good flow to the vessel. The balloon catheter was used to push against the stent while pulling on the guide wire; the guide wire tip became separated and a small filament of wire remained in the vessel. No additional intervention was performed. The patient was discharged. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy; the customer reported the stent delivery system was discarded, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The balance middleweight guide wire indicated . Is being filed under MFR.#2024168-2012-06006